Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered two infusion set's tubing layer was stripped event on (B)(6) 2025 and (B)(6) 2025. Infusion set was in use for two days for both the events. Patient blood glucose levels were reported as high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6009722 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009722 was manufactured according to the wi 4902137 version 98 and packaging in the machine 14, on 18/oct/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4k02976 was assembled according to the wi version 65 on-line inspection for machine sc08 on 15-oct-2024, with a total of (B)(4) units each. The lot 4j05739 was assembled according to the wi version 65 on-line inspection for machine sc05 and sc06 on 13-oct-2024, with a total of (B)(4) units each. The lot 4k01372 was assembled according to the wi version 65 on-line inspection for machine sc05 and sc06 on 18-oct-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/aug/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6009722 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.